Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was picking up noise and non-sustained ventricular tachycardia episodes from an unknown source. Upon interrogation, it was noted that the noise was due to an electromagnetic interference source. The physician had the device reprogrammed which reduced the noise episodes. The device is still in use. No patient complications have been reported as a result of this event.